Event description:
It was reported that the customer experienced an occlusion. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and did not have a backup therapy available to address the issue. Technical support advised the customer to contact their healthcare provider for a backup therapy, which the customer understood and acknowledged.